Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a usual meal while using the ilet with a newly inserted infusion set and a first-time fiasp prefilled cartridge, with glucose rising to about 400 mg/dl for approximately two hours; troubleshooting included advising an infusion set change due to a potential bent cannula, providing instructional materials, and shipping replacement infusion sets. Symptoms included irritability and dry mouth. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included customer interview and follow-up attempts. Investigation of this case revealed no confirmation of a bent cannula and that glucose levels decreased shortly after the intervention. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.